Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power; the screen was blank and there were no audible tones or vibratory function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed one record of a power on reset event on (B)(4) 2013. The battery voltage recorded before the power on reset event was above the low/replace battery thresholds. A sudden drop in voltage was observed prior to the event. There is record that the pump emitted a call service alarm due to a discharged battery being installed at power up. The pump was returned with a discharged ¿varta¿ brand lithium battery. On examination, the battery compartment and cap were undamaged. The battery cap was able to fit securely and to maintain electrical connection. The pump powered ¿on¿ and displayed the verify screen per normal operation. The battery cap was fastened and then unscrewed ½ turn with no rebooting occurring. The pump was successfully primed and exercised for 24 hours with no power interruption occurring. An external power supply was used and all current draws were found to be within specification. The pump emitted the appropriate auditory and vibratory battery warning and alarm. The pump cover was removed for investigation. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the power complaint. The pump performed as intended without malfunction.